Manufacturer narrative:
An allen rep familiar with the wingsets and their use, evaluated the product at the hospital with the user staff. No issues or defects were found. Prior to this incident, the rep reports visiting the facility several times and has performed numerous in-service sessions with users. There was no clear indication of improper positioning, he said.

Event description:
Surgeon reported a post-operative transitory femoral nerve palsy issue following a positioning case in which the allen wingsets product was used. The staff at midwest orthopedic specialty hospital reported that the pt, a lifetime diabetic, recovered fully after a few days of treatment.